Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the implantable cardioverter defibrillator exhibiting post-paced t-wave over-sensing. Programming interventions were discussed; however, no changes have been made. The patient was asymptomatic.